Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019; 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high right ventricular (rv) lead thresholds were observed since implant. The rv lead was repositioned multiple times, however the physician ultimately decided to explant and replace the lead. No patient complications have been reported as a result of this event.